Event description:
Clinic notes were received for review. They documented the patient had high lead impedance on their vns. The site was informed manufacture recommendations of programming the vns output current to zero output. The patient is pending a surgical consult to see what interventions are planned for their continued therapy.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.